Event description:
It was reported, that the foam cuff cable has come loose. The issue occurred, during patient use. But, there was no patient harm or adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.